Event description:
Pt trying to stick multi-dose vial and missed and stuck the bd interlink vial access cannula into the palm of her hand. Required d=surgical intervention to get the tip of the cannula out of her hand.